Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was at home when the event happened. The was experiencing a sensor failure with two sensors back to back. He started vomiting with the first sensor, it failed then he inserted a new one then failed again. The vomiting didn¿t stop then after the second sensor failed. The sensor stopped working. The omnipod 5 insulin pump also failed. The patient reported that he always has episodes of vomiting. He self-treated with reglan (antinausea oral medication , prescription but not confirmed if this was prescribed for this event) to alleviate the symptoms. After the treatment the symptoms did not subside. The patient decided to drive himself to the hospital. There they took a bg reading which was 1500 mg/dl. It was unknown if he had any treatment provided upon arrival at the hospital. He then experienced a cardiac arrest, ¿died¿ and he was unconscious for two days. The patient was no longer wearing a sensor by the time he went to emergency room (ER), since it already failed at home. There was no additional information provided for this event. At the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.